Manufacturer narrative:
A review for similar complaints did not find a trend related to this issue. Review of tracking and trending data did not identify any trends associated with the customer's issue. A review for non-conformance's was performed and there were no non-conformance's related to the current complaint. Labeling was reviewed and found to be adequate. Return testing was not completed as returns were not available. The issue described appears to be sample specific, related to pre-analytical sample processing. Based on the liquid level detection levels codes generated with the sample, insufficient volume appears to have been used. Based on all available information, no product deficiency was identified.

Event description:
The customer observed imprecision on the alinity c processing module. The following results were provided for a (B)(6) old patient: sodium: initial 114, repeat 139 mmol/l. Potassium: initial 4.9, repeat 4.4 mmol/l. Chloride: initial 92 mmol/l. No adverse impact to patient management was reported.